Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A DHR review was not performed as this device has been serviced before/serviced multiple times. A review of the previous service was performed. The previous service had no abnormalities noted that could have attributed to the failures in this complaint. Because of this it is likely that the issues reported in this complaint were not from the service of this device. Based on the results of the investigation, the root cause of the broken plasma kinetic radiofrequency (pkrf) board could not be determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint could not be duplicated. In addition to the reportable findings provided in b5, the evaluation found minor scratches on the housing, and the printed circuit ID board was not properly mounted due to 3 broken support blocks on the pkrf board. During the power on self-test, error code 200 ref 71 pops up due to the faulty pkrf and ID boards. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the loaner generator did not heat up. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the core of the transformer was found broken on the plasma kinetic radiofrequency (pkrf) board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.